Event description:
On (B)(6) 2024, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). Report stated: on (B)(6) 2024, the patient experienced abdominal pain. On (B)(6) 2024, an x-ray detected free intra-abdominal air and the patient underwent a laparoscopic operation where the greater curvature of the stomach was fixed to the abdominal wall. The patient was treated with klion, rocephin, clexane, and controloc. According to the reporting neurologist, there was no connection with the use of duodopa but rather with the percutaneous endoscopic gastrostomy jejunal implantation.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.